Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: device not returned to mfg.

Event description:
Litigation papers allege the patient is having symptoms in her left hip and expects to have revision surgery on her left hip in 2011. It is further alleged that the patient was injured by excessive levels of chromium and cobalt. Update: (B)(6) 2011 - the sales rep has reported the revision surgery. Report states that patient had no issues.

Event description:
Litigation papers allege the patient is having symptoms in her left hip and expects to have revision surgery on her left hip in 2011. It is further alleged that the patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
Corrected: event/problem description. Explant date. Depuy still considers this investigation closed.